Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. The data files confirmed multiple system notices indicating that the safety system detected fluid in the catheter and stopped the injection (#50005) on the date the event. Also, the device was used for six applications without any issues. Visual inspection showed that there was blood inside the catheter balloons. The catheter failed the performance test due to the system notice indicating that the safety system detected fluid in the catheter and stopped the injection (#50005) upon connection when the active vacuum was enabled. The dissection and pressure test showed that there was a double balloon breach. An optical inspection showed that both tc and ld wires were intact and properly glued. In conclusion, the catheter failed the returned product inspection due to a double balloon breach.

Event description:
It was reported that during a cryoablation procedure, after the last ablation, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case had been completed with cryo. No patient complications have been reported as a result of this event. It was further reported that the device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.